Event description:
Customer reportedly received result of 571 mg/dl on the advantage system and 201 mg/dl on professional device within 10 minutes. Customer's test strips were stored in the vial uncapped. High blood glucose symptoms were reported with these results; customer did not require professional medical treatment. Requested return of suspect device, and replacement was sent.